Manufacturer narrative:
Article attached to this MDR: wakhloo, a.k., perlow, a., linfante, I. Et al. (2005). Transvenous n-butyl-cyanoacrylate infusion for complex dural carotid cavernous fistulas: technical considerations and clinical outcome. Ajnr am j neuroradiol 26:1888¿1897, september 2005. This submission is related to a literature article discovered in an effort to support the cer submission process, as such, the associated time frame of event dates includes but is not limited to 20 years. These articles are being reviewed on a monthly basis for safety signals and will be followed by monthly trending assessments as well as pms reviews. Date of event, product code, and lot number could not be obtained from the author. Unknown part number, attempts to obtain product part number were unsuccessful, UDI unavailable. Conclusion: the products were not available for analysis. In addition, the lot numbers were not available; therefore, a DHR could not be performed. Neurological deficit is a known potential adverse event associated with embolization procedures. The root cause of the event could not be conclusively determined; however, the author attributed the symptoms to the occlusion of the entire carotid sinus. There is no current safety signal identified related to the reported events based on review of complaint histories for the device. Since there was no evidence to suggest the events were related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
In the literature article ¿transvenous n-butyl-cyanoacrylate infusion for complex dural carotid cavernous fistulas: technical considerations and clinical outcome¿ by ajay k. Wakhloo, alain perlow, italo linfante, johnny s. Sandhu, john cameron, neil troffkin, alexander schenck, norman j. Schatz, david t. Tse, and byron l. Lam, published ajnr am j neuroradiol 26:1888¿1897, september 2005, worsening of cranial nerve palsy was reported in patient 3 post n-bca (catalog and lot not in article) embolization procedure. A (B)(6) male patient had presented with symptoms of chemosis and ophthalmoplegia. The patient had a type d-2 dural cavernous carotid fistula (dccf). Patient underwent a successful obliteration of the bilateral dccf with n-bca via one of the interior petrosal sinuses (ips) and an intercavernous approach. One week after the procedure, the patient developed bilateral worsening of ophthalmoplegia and cranial nerve (cn) vi palsy, proptosis, and chemosis. Angiography showed no filling of the fistula. The authors attributed the symptoms to the occlusion of the entire carotid sinus (cs), which the patient probably did not tolerate. The patient was treated conservatively and slowly recovered back to normal in several months.